Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation:visual analysis of the returned device identified, broken shell and others, fold creases, white calcification on the shell, brown biological tissue on the shell, and missing on plug strap (0-25%). Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional reported a right- side implant exchange with no complaint against the device". Healthcare professional added "capsule growth surrounding the strap". Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.